Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod for approximately one hour. The patient reported that the needle did not deploy when the pod was activated, as the patient did not feel the insertion pinch; this indicates a needle mechanism failure. Insulin was observed dripping from the pod during an attempted bolus. Upon pod removal, the cannula was not visible.